Event description:
While exposing the lead to connect to the extension, the lead cap protective case detached. Contact 3 had broken inside the cap. The patient outcome was reported as 'no injury, recovered without sequela?. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
This report is being submitted late due to a delay by a manufacturer employee. A process improvement plan and training are in place. In 2009, the leadcap has been returned to the manufacturer for analysis, which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.